Event description:
Dealer says the user says the elevate is intermittent. Dealer says the user says the display shows drive lock out when the elevate is intermittent. Dealer says the mercury switch is fine. Dealer says he wants the general tilt actuator module.